Event description:
It was reported an animal underwent an unknown procedure on an unknown date and suture was used. Tried using the suture and the needles falling off. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. - was there any adverse consequence associated with the patient? No - device return status. Please document the shipment tracking number: it was not returned, the suture was fine we just had to attach a new needle a manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. No product is available for return. Note: events reported on: mw# 2210968-2023-05420, mw# 2210968-2023-05421, mw# 2210968-2023-05422. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.